Event description:
It was reported by the patient that their inflatable penile prosthesis (ipp) never worked correctly and that they will be undergoing a replacement surgery. The patient reported that he has been experiencing and treated for depression since the ipp was implanted. There were no additional patient complications reported.